Event description:
It was reported by service report that the left foot siderail was cracked and there was a sharp edge. It is unk if there was pt involvement, however, no adverse consequences are reported.